Manufacturer narrative:
Batch review performed on 02 november 2020. Lot 177594: (B)(4) items manufactured and released on 23-jan-2018. Expiration date: 2023-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a loose stem. The cause of the loose stem is unknown. The surgeon revised the head and stem 2 years and 4 months after primary. The surgery was completed successfully.